Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 28th of october 2024 and 26th of november 2024 recorded a gradually increasing pacing impedance from 300 ohms to 500 ohms and a gradually increasing shock impedance from 70 ohms to 80 ohms. Furthermore, a test measurement revealed a rv stimulation threshold of 4.8 volts. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.-

Event description:
At in-office follow-up finding of low rv sensing value, high pacing threshold and increasing trend impedance. Physician scheduled the lead revision 4th december. Should additional information be received, this file will be updated.